Event description:
It was reported the patient presented with a dislodged right ventricular lead. When the physician attempted to reposition the lead, the helix would not extend. The right ventricular lead was explanted and replaced. The patient was in stable condition.